Event description:
The information provided the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6): date of surgery: (B)(6) 2014; body part to which device was applied; left tibia; surgery description: fracture treatment; patient previous health condition: good; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: wire fixation bolts cross threaded during tightening during surgery. On trying to remove the defective wire fixation bolts they completely sheared off and broke in two parts. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was not completed with used device; a replacement device was immediately available to complete surgery; the event lead to a clinically relevant increase in the duration of the surgical procedure - total delay about 30 minutes to repositioning of wires and the time taken to remove the cross threaded items; an additional surgery was not required; copies of the operative report are not available; copies of the x-rays images are not available. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code (B)(4) lot y1027 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. . Technical evaluation : the technical evaluation on the returned device is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going. As soon as further information will be available, orthofix srl will provide you with a follow-up report. Orthofix srl continues monitoring the devices on the market.